Event description:
It was reported while using bd bactec¿ mgit¿ 960 sire kit, there was atypical colony growth. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: mgit 960 sire supplement kit batch 2111285 is composed of mgit 960 sire supplement batch 2060389, mgit 960 streptomycin batch 2056967, mgit 960 isoniazid batch 2056968, mgit 960 rifampin batch 2056972 and mgit 960 ethambutol batch 2025711. The batch history record review for the kit batch was satisfactory and no quality notifications were generated. The complaint history was reviewed, and one other complaint has been taken on this kit batch for a performance issue. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples maintained for this product include the individual components but not the kitted configuration, however, retentions were available for inspection: streptomycin batch 2056967 (10 vials), isoniazid batch 2056968 (10 vials), rifampin batch 2056972 (10 vials: ethambutol batch 2025711 (10 vials), and sire supplement (6 vials). The retentions were performance tested for antibiotic susceptibility. All performance testing was satisfactory per qc procedure and antibiotic susceptibility. The potency of the ethambutol antibiotic was satisfactory per qc procedures and in accordance with the certificate of analysis. Three photos were received to assist with the investigation. All three photos show used tubes and conclusions about performance cannot be made from photos of product. No returns were received to assist with the investigation. The retentions were tested for growth and antibiotic susceptibility. All performance testing was satisfactory per qc procedures. To address the customer¿s concern the ethambutol performed as expected and in accordance with the certificate of analysis. This complaint cannot be confirmed based on the performance of the retention samples. No complaint trends for this defect has been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for performance issues. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.